Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed the touchscreen and mouse did not work intermittently. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the touchscreen was "jumpy" and inaccurate to where they touch. The manufacturer representative (rep) stated that it happens when they touch both the camera and main cart monitor. The rep was able to replicate the touchscreen issue. The system at first would not register them touching the screen at all, then would register the touches in the incorrect area. They plugged the mouse into the system and when they clicked the mouse, the system would register the click as a click-and-hold and would drag the selection. The rep called technical services and they had them disconnect the micro universal serial bus (usb) cable from the back of the main cart monitor, which had a crack in it. Once that was disconnected, the mouse and the camera cart monitor touchscreen worked as designed. There was also on one of the monitors a gouge on the top and the damage has been there for a long time causing no issues so it is unknown if it is causing the issue now. No patient was present at the time of the event.

Manufacturer narrative:
Additional information was received. The product ID of the monitor has been updated to 9735795r. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the main cart touchscreen was replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The monitor was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The monitor was received with a crack on the display due to impact damage. If information is provided in the future, a supplemental report will be issued.